Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection, leak testing, clear passage test and clamp function test were performed. The reported separation between the protective shipping cap and the transfer set was determined to be a loose blue pull cap identified during visual inspection. The reported condition was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the blue protector of a minicap transfer set was loose. This event occurred during set up. There was no patient involvement. No additional information is available.